Event description:
A blood leak alarm occurred during a routine hemodialysis treatment. Visible signs of a blood leak were observed. Treatment was discontinued without performing rinsback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Evaluation of the returned filter confirmed a fiber membrane leak occurred. The cycler alarmed appropriately. A review of the device history for this lot of filters confirmed there have been no other similar reports. This appears to be an isolated incident. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Operator chose not to perform rinseback which resulted in blood loss. Nxstage medical considers this report closed. No additional info will be provided.